Event description:
Customer reported that the unit will not power on. Customer has replaced the batteries with a new supply. Customer did not provide a date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirms the reported issue. Evaluation revealed that the unit did not power up when using new batteries. The unit does power up with an external power supply and a 9v adapter and passes functional tests. However, there is battery leakage inside the battery compartment and on the flat contacts. As a result of the battery leakage the flat contacts and battery springs are corroded. Additionally, the battery springs are bent. Note: the instructions for use states: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to fluid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not sure the alarm if battery damage has been detected. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. (B)(4).